Manufacturer narrative:
The device was not returned so a product investigation could not be performed. Uterine perforations are addressed in minerva surgical risk documentation (B)(4) system ufmea and (B)(4), dfmea minerva disposable handpiece with a risk priority number (rpn) that equates to benefit outweights risk in both documents. Uterine perforations are addressed in the instructions for use. Failure of the uit to detect a uterine perforation is addressed in minerva surgical hazard analysis document (B)(4) in uid 60 and uid 61. Given the nature of the minerva handpiece uterine perforations are not an unanticipated outcome. No further action is required at this time for uterine perforations where injury did not require medical or surgical intervention. Minerva surgical will continue to monitor product experiences for similar occurrences via the CAPA council. In discussions with dr. It was theorized that while it is possible for the uit to miss a perforation, as described in the minerva IFU, it is more likely that the uit did not miss the perforations because full perforations were likely not present at the time of the uit. The more likely scenario and potential root cause of this complication is related to device being mal-positioned in the fundal myometrium but without a full thickness perforation at the time of the uit, which in turn allowed for it to pass. However, the remainder of the myometrium was likely ablated, resulting in formation of a perforation during the energy delivery cycle.

Event description:
Doctor conducted a minerva procedure in a (B)(6) patient with history of aub (e) and desire to undergo laparoscopic tubal ligation. Diagnostic hysteroscopy was performed and was un-remarkable. D&c was performed. Device was inserted and deployed. Uit was initiated and failed. Bubbles were observed at the cervix. The minerva device was removed, re-inserted and deployed. An extra tenaculum was placed on the cervix. Uit was initiated and passed, which was followed by a 2-min ablation cycle. Upon completion, the device was unlocked and removed. Post-ablation hysteroscopy was not performed. Pre-planned laparoscopic tubal ligation was performed during which two small uterine perforations were observed and some bleeding was observed around these defects. Minor serosal blanching was seen on uterine serosa. A general surgeon was invited into the or to rule out damage to the organs of the abdominal cavity. No evidence of damage was reported. The patient was kept for observation and was discharged.